Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that during the shift check, the lifeband would not retract, and the autopulse platform (sn (B)(6) prompted to realign the patient. The crew checked the platform several hours later and could not replicate the issue. No patient involvement.